Manufacturer narrative:
Device lot # was not provided/unknown. Device has not been returned to manufacturer.

Event description:
It was reported that abutment screw loosened. It was replaced.

Manufacturer narrative:
One zimmer replacement screw was returned for inspection. A visual inspection revealed signs of wear from use about the threads and internal drive feature. The entire threaded region is bent sideways and wouldn't function correctly. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The information provided as the event cannot be recreated. Complaint indicates screw loosening, the alleged event is non-verifiable with the information provided. A singular cause cannot be determined.